Event description:
It was reported that the patient presented to the hospital with intermittent heart block. The device was discovered to be exhibiting loss of capture and could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field events of output anomaly and failure to interrogate were confirmed in the laboratory. The device was tested on the bench and was found to be in backup mode. The product code was found to be corrupted. The battery was depleted and was determined to be due to normal device function. The cause of the backup operation and corrupted product code could not be determined.